Event description:
It was reported the patient battery came through their skin. A new battery was implanted on the same day as removal. Follow up reported no troubleshooting was required for the procedure. According to the physician, the battery was not placed deep enough under the tissue and over time eroded through the skin. The patient was doing well and fully recovered.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).